Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing of r-waves had decreased. When a reposition attempt was unsuccessful, the lead was capped and replaced.